Event description:
During shift check, the autopulse li-ion battery (s/n (B)(4) did not power on the autopulse platform. The battery was successfully charged in the autopulse multi-chemistry battery charger (mcc). The mcc was displaying a green led, and the battery's status leds were illuminating four solid green leds, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A follow up report will be filed when investigation has been completed.

Manufacturer narrative:
The customer's reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(6)reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.